Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the cause of the device not providing relief was due to programming not stimulating the correct areas that correlated with patient's pain. After the stimulator was reprogrammed the issue was resolved.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), experienced issues with their current settings not providing relief for a couple of months. The patient indicated that the implant needed adjustment and sought an appointment with their doctor to recalibrate the device. The patient had an appointment scheduled with their doctor at the bedminster office. The patient expressed frustration with the process of scheduling an appointment, as they were directed back and forth between their healthcare provider and the manufacturer for arranging a representative to assist with the adjustment. The resolution involved redirecting the patient to their doctor to facilitate the appointment. Additional information was received from the patient (pt). They reported that they met with the manufacturer representative (rep) to reset their stimulator on november 14th. The issue has not been resolved and they were going to meet again on december 17th to adjust the device again. Additional information was received from the patient. Pt met with the rep again to reprogram the device, but it is still not providing them any relief. The issue has not been resolved.